Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. The same day as event onset, the patient was hospitalized and was treated with vancomycin injection (1 gm start dose, route, frequency and duration were not reported) and meropenem injection (1 gm once a day, route and duration were not reported). The patient was recovered from the event and was retrained on proper aseptic technique. No additional information is available.